Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole counter reads 92. Lifeteime brady episode counter reads 57.

Event description:
It was reported that the interrogation of the devices showed false brady and asystole episodes due to undersensing. The device remains active. No patient complications have been reported as a result of this event.

Event description:
It was reported that the interrogation of the devices showed false brady and asystole episodes due to undersensing. The device remains active. No patient complications have been reported as a result of this event. It was further reported that the device was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did received performance data collected from the device and have analyzed the data. Lifetime asystole counter reads 92. Lifetime brady episode counter reads 57. Upon analysis of the device, no anomalies were found.